Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: visual analysis of the photographs identified deformation, cloudy, wear abrasion, fold creases, red particles material on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient representative reported " ¿problems¿ on one breast and was diagnosed with ¿pericapsular device retraction on left breast associated to heterogenic ecographic patron on device¿. Subsequently, physician reported capsular contracture - baker grade IV. Pathology report identified" capsule with important fibrosis and chronic inflammation". Ultrasound and MRI has been performed. Device has been explanted and replaced with non-allergan device. This relates to the right side.